Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query/review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the reviewed information, no product deficiency was identified. Although the device was not returned for analysis, the copilot has an internal positive pressure due to the normal blood pressure of the patient and would therefore only allow blood/contrast to escape under normal procedural use. Potential factors that can contribute to air being introduced into the anatomy include, but are not limited to, associated devices being used, cap rotation technique, loose connections, inadequate preparation of devices, manufacturing (component defects), materials, damaged seals or damaged threads. As the reviewed information indicated that there was no leak, blood backflow or issue with the copilot, there does not appear to be any indication of a product deficiency with the device. Furthermore, it is unlikely that the reported air embolism was due to any interaction relating to the copilot. In this case, it is possible that there was a loose connection between the copilot and device connected to the copilot which resulted in air being introduced into the device during a contrast injection; however, this cannot be confirmed. Although a conclusive cause for air being introduced into the system cannot be determined, there is no indication of a product quality deficiency with regards to the copilot.

Event description:
It was reported that the procedure was to treat stenosis of a de novo lesion in the left anterior descending (lad) artery. The lesion was pre-dilatated with a non-abbott balloon dilatation catheter (bdc) followed by deployment of a non-abbott stent implant. Using the copilot bleedback control valve (bbcv), while injecting contrast media with an injector to check the position of the deployed non-abbott stent implant, air bubbles (embolism) were noted in the vessel. The physician assumed the air might have been entered via the contrast media injector; however, he could not definitely confirm. The patient did not show any effects and was stable, thus no treatment was provided. Post-dilatation was performed with a non-abbott bdc to complete the procedure. There was no reported clinically significant delay in the procedure. There was no additional information provided.

Manufacturer narrative:
(B)(4). Concomitant products: guide wire: balanced middle weight (bmw); guide catheter: medtronic sherpa nx active; dilatation catheter: 3.5x15mm quantum nc. The customer reported the device was discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.